Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 12/12/2014 with the following results: display is dim/faded and letters have a reddish tint. Unrelated to the complaint, the battery compartment is cracked at opening, down to division line.

Event description:
On (B)(6) 2014 the distributor contacted animas, alleging a dim display issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).